Event description:
The company was informed that the recipient was near an MRI machine with internal magnet in place. The recipient's internal magnet was displaced. The recipient underwent surgery to put the magnet back into place. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was brought to the company's attention that this is a duplicate report. Reporting for this event will continue in MDR # 3006556115-2015-00537. This is the final report.